Event description:
It was reported that during a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. It was hypothesized that the device battery was exhibiting premature depletion. An emergent replacement procedure was recommended to resolve the event and the device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device was retained by the patient and is not expected to be returned for analysis.

Event description:
It was reported that during a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. It was hypothesized that the device battery was exhibiting premature depletion. An emergent replacement procedure was recommended to resolve the event. At this time, the device remains implanted and in-service. No adverse patient effects were reported.